Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01343, 3005168196-2016-01344, 3005168196-2016-01345. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the celiac artery using ruby coils. During the procedure, after partially deploying the first ruby coil (lot #f70030) into the celiac artery using another manufacturer's microcatheter through a diagnostic catheter, the physician encountered resistance and was unable to completely advance the coil out of the microcatheter. The physician then attempted to retract the ruby coil for repositioning; however, while retracting the ruby coil, the physician also encountered resistance and subsequently, the ruby coil became stuck in the microcatheter. Therefore, the microcatheter containing the ruby coil was removed and a lantern delivery microcatheter (lantern) was opened to continue the procedure. After partially deploying a new ruby coil (lot #f70028) into the celiac artery using the lantern and the same diagnostic catheter, the physician encountered resistance and was unable to completely advance the coil out of the lantern. The physician then attempted to retract the ruby coil for repositioning; however, while retracting the ruby coil, the physician also encountered resistance and subsequently, the ruby coil became stuck in the lantern. Therefore, the diagnostic catheter along with the lantern and ruby coil were removed as a unit in order to remove the coil from the lantern. The physician then attempted to deploy two new ruby coils (lot #'s f70028 and f70026) into the celiac artery; however, the same issue occurred with these two coils. Both ruby coils were removed by removing the diagnostic catheter and lantern as a unit. It was also reported that the pusher assembly of two of the four ruby coils became kinked after the coils became stuck. However, it is unknown which lot number these coils corresponded to. The procedure was then completed using the same lantern and new ruby coils. It should be noted that the physician used a rotating hemostasis valve (rhv) and flushed the microcatheters in between each ruby coil. There was no report of an adverse effect to the patient.